Event description:
Report received of fluid leakage from the y-site with bleed back. It was reported that an adult patient was receiving normal saline when leaking fluid and bleed back were noted. Approximately 10 inches of bleed back was noted from the patient's IV access to the y-site in the IV tubing. A heparin lock was attached to the patient's IV access and the tubing was replaced. The tubing set had not been placed into the pump. The patient did not experience any adverse effects. Though requested, there was no further information available.